Event description:
It was reported that: "cath gard - the catheter does not lock into place in the cath gard contamination shield which allows the catheter to move freely." Associated complaints 9680794-2026-00054.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "cath gard - the catheter does not lock into place in the cath gard contamination shield which allows the catheter to move freely." Associated complaints 9680794-2026-00061 and 9680794-2026-00054.